Manufacturer narrative:
The event unit is expected to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [original french event description]. Ai translation: on (B)(6)2024, in the gynecology unit, the device starts coagulation by triggering the clamp without pressing the start button. Conversely, the button stops coagulation. This is an isolated incident. Incident with no consequences for the patient. Intervention: unknown. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit where rf energy was not delivered when pressing the fuse switch button. Therefore, the complainant¿s experience of unintended rf output could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: unknown. Event description: [original french event description]. Ai translation: on (B)(6) 2024, in the gynecology unit, the device starts coagulation by triggering the clamp without pressing the start button. Conversely, the button stops coagulation. This is an isolated incident. Incident with no consequences for the patient. Intervention: unknown. Patient status: no clinical impact to the patient.